Event description:
The core impaction was sent for evaluation because it was spitting out a black substance during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.